Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00263, 2029214-2019-00264, 2029214-2019-00266, and 2029214-2019-00267. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician had trouble to detaching 5 axium coils during the procedure. All five coils were eventually detached by pushing and pulling. No other information will be available.